Manufacturer narrative:
Evaluation summary: the perforated ift replaced. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855.

Event description:
Ift perforated from inside at -20cm by a steel wire. This event occurred at the time of during inspection. There was no report of patient harm.